Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported being hospitalized for an infection in the stomach. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 for peritonitis. The nurse stated that the organism cultured was staphylococcus epidermidis. The nurse stated that the source of infection is unknown. The nurse stated that the patient is being treated with vancomycin. The patient is continuing with peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Additional information - clinical investigation: based on the available information, it is not possible to determine the source of the staphylococcus infection. The liberty select cycler and the liberty cycler set were not returned for evaluation and a device history review conducted revealed no nonconformance. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis that resulted in hospitalization. Peritonitis is a known complication of peritoneal dialysis therapy that has been well documented. If additional information becomes available, this clinical review will be updated accordingly.